Event description:
International affiliate reported a cassette leak. No patient injury or medical intervention was indicated in the initial report. The international affiliate said that the leak was noted during self test.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA may 3, 2007. Evaluation results: this complaint was confirmed in the lab to have a leak in the cassette. No further action has been taken relative to this matter. Product surveillance and renal quality engineering, along with plant manufacturing/ quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.